Event description:
It was reported that information was received stating that the cardiologist found that the right ventricular lead was bent after its first repositioning. The lead was removed and replaced. The patient was in stable condition.